Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure the distal tip of a flexor high-flex ansel guiding sheath split while it was being inserted. Another new product was used to complete the procedure. No portion of the device was left within the patient. This did not result in additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B1, h1: information and a photo provided by the customer confirmed that there was no separation or split of the sheath material as originally reported; however, tip damage was noted. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16nov2021 and 18nov2021. There was no separation of the sheath material. The sheath would not insert smoothly. A photo provided by the customer shows tip damage; however, there is no evidence of any split, tear, fray, or separation of the tip.